Manufacturer narrative:
The reported event could be confirmed based on the available device testing related to CAPA ID #(B)(4). Within visual investigation it was found that the returned devices show marks of usage. Each footplate of each returned distractor show marks of usage resulting from screw insertion and extraction. The visual inspection of the thread of the drive shaft of each returned distractor showed no indication for a manufacturing related issue. A functional check of the turning mechanism of the thread of each distractor was performed. Each turning mechanism could be easily activated. No virtual surgical planning (vsp) was used. Furthermore the information was provided that at the 5th day of distraction he noticed some asymmetry and no much progress with anterior advancement but no investigation (e.g. CT scan) was performed. At this point, patient was breathing and feeding fine. Thus, the rods were removed and patient was sent home. Subsequently after readmission the surgeon performed revision surgery and redistricted the devices. Finally the new activation rods were connected and by implementing a handmade carbon fiber ¿stopper¿ movement was prevented. The surgeon mentioned that there are many factors that could contribute a relapse, and he is not too concerned at the moment. A contributing factor could be screw loosening, likely related to poor bone quality. Since the x-rays provided are not showing good quality and the digitally, provided CT scan was preoperatively no additionally observation could be determined. Based on the investigation of the returned products, the provided additional information and based on the available device testing related to CAPA ID #(B)(4)((B)(4)) the following hypothesis for the root cause can be concluded: the normal mandible movements and applied loads on the potentially loose distractor footplates led to an increased relative movement between the slider and the threaded rod. As a result the resistance against slider movement (considering friction of components like slider, screws, housing and threaded rod with direct contact) was exceeded and a reverse movement occurred. No indication was found that the determined observation was a design, material or manufacturing related issue.

Event description:
It was reported that there was an initial implantation surgery at the end of (B)(6) in which the surgeon implanted the pmd to advance the mandible forward. Two devices were used. One on each side of the mandible. The implantation procedure was completed successfully and they appeared to achieve the desired advancement. The patient was sent home. The patient went back to the hospital in the morning of (B)(6), and x-rays indicate that there may be some regression in advancement. The decision was made to open up the implantation site for further investigation in the evening of (B)(6), so the patient was taken back to the or. Based on the surgeon's findings, the decision was made to continue advancing the mandible using the pmd to hopefully correct the regression. Aside from the revision surgery, we know of no other adverse consequences, and a follow-up meeting with the surgeon is planned. If additional information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is not available for return.

Event description:
It was reported that there was an initial implantation surgery at the end of (B)(6) in which the surgeon implanted the pmd to advance the mandible forward. Two devices were used...one on each side of the mandible. The implantation procedure was completed successfully and they appeared to achieve the desired advancement. The patient was sent home. The patient went back to the hospital in the morning of 4/8, and x-rays indicate that there may be some regression in advancement. The decision was made to open up the implantation site for further investigation in the evening of 4/8, so the patient was taken back to the operating room. Based on the surgeon's findings, the decision was made to continue advancing the mandible using the pmd to hopefully correct the regression. Aside from the revision surgery, we know of no other adverse consequences, and a follow-up meeting with the surgeon is planned. If additional information is obtained, a follow up report will be submitted.